Event description:
A (B)(6) male pt contacted zoll customer support to report constant check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon receipt the electrode belt failed the fall off test indicating it is unable to detect. The cause of the belt messages and the test failure was an out of tolerance pin on signal processor u713 on pca board sn (B)(4) inside the dn and a shorted blue (+5v) in the ECG-c to ECG-d cable. The root cause of the out of tolerance component and the shorted wire could not be positively determined. No adverse event resulted from the defective components. The pt received a replacement electrode belt.